Event description:
It was reported that during a diagnostic hysteroscopy on (B)(6) 2013, the tip of the telescope fell off during the procedure. They used irrigation to flush out the piece. The tip was not found but it is assumed to not be in the patient based on an x-ray that was performed after the procedure.

Manufacturer narrative:
The evaluation of the returned device confirmed the failure of the optics assembly. The objective assembly and the lens train were missing from the scope. Fifteen lenses and six spacers were returned with the instrument in plastic container. The objective assy was not returned. A visual examination of the instrument under 40x magnification found what appears to be burn marks at the distal end of the tube. Inspection of the inside of the telescope tube at the distal end is confirmed to exhibit epoxy coverage. A request was submitted to the customer to locate and inspect the operating sheath used in the procedure to determine if there is any additional evidence that the distal end was subjected to excess heat. The root cause of the failure is likely due to excessive heat applied to the distal end of the instrument as observed by the burn marks detected during the evaluation. The request for a review of the operating sheath used during the procedure is requested to further substantiate this conclusion. This failure mode will continue to be monitored for trends.